Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the pacing impedance of the ventricular lead has been chronically high. The lead is still in use. No patient complications have been reported as a result of this event. S2d review by ts indicates that the rv lead impedance has increased to over 2000 ohms from mid 700s in (B)(6) 2006. This has been seen with 6944 leads and has not effected performance. Ts recommended continued follow-up. (B)(4) 2011, it was also reported that the pacing impedance of the ventricular lead has been chronically high. The device was not displaying this information. The lead is still in use. No patient complications have been reported as a result of this event.